Event description:
Unit head dropped. No injuries were reported.

Manufacturer narrative:
The products distributor reported that the retaining ring holding the unit head to the unit arm was not seated properly which allowed the head to fall.